Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018. Product type catheter. Catheter codes; the previously reported device code (B)(4) no longer applies to this event and has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, additional information was received from an healthcare professional (hcp). The hcp reported the patient having bronchitis and blacking out due to standing up too fast was not due to a device/therapy issue. The hcp stated the MRI was ordered and performed. It was stated, "patient flu with pump md for troubleshooting (B)(6) 2020. MRI performed (B)(6) 2020". The refill was performed on (B)(6) 2020; original volume filled = 20 ml, programmed fill volume = 20 ml, expected reservoir volume (erv) = 6.0 ml, actual reservoir volume (arv) = 6.6 ml. An issue with the catheter was not confirmed. The cause of the pump movement and volume discrepancy was not determined. No actions have been taken. The issues of pump moving, volume discrepancy, lack of pain relief and burning pain were in progress to resolution. The devices remain in use.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine via an implantable pump for non-malignant pain. The drug concentration and dose rate of bupivacaine was unknown but described as having been up to ¿7.49" but could not confirm exact info. It was reported that in (B)(6), the patient had bronchitis and blacked out due to standing up too fast. When the patient fell, the pump "moved from 12 o'clock to the 1 o'clock position" in her body, and since then they noticed the patient was not getting the pain relief from the pump. Also, since fall, she patient felt burning at pump site where pump meets catheter. It was also reported that last week, when the healthcare provider (hcp) was filling pump, he pulled out more medicine than anticipated from pump. The patient was questioning if the catheter could have become dislodged in fall. The reason for the report was the patient had an MRI (magnetic resonance imaging) coming up to assess pump functionality due to information mentioned above, and they were wondering if a company representative has to check pump. At the time of the report. MRI considerations was reviewed. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The patient was to follow-up with their healthcare provider. No further patient complications have been reported as a result of this event.